Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not function properly. This was contributed to faulty handling. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer sent the device in for repair. Technician found that the main print was defective. The charging bays were dented and the device showed signs of overheating. This is report 1 of 1 for complaint (B)(4).